Event description:
It was reported the spo2 was inaccurately low and there was a delay in treatment. The patient arrived in the interventional cardiology operating room for a right heart catheterization for investigation of pulmonary hypertension. The patient had to exert effort to get onto the table, which required them to climb two steps and into the supine position. An extremely low spo2 level was observed with cyanosis of the extremities but with no distress reported by the patient. Oxygen was temporarily increased and an unknown treatment was performed, which was not disclosed. Based on the description of the patient condition, it appears the patient may have developed hypoxia due to the cyanotic appearance of the extremities; however, it was noted the spo2 was inaccurately low. Additional good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.